Manufacturer narrative:
The thermogard console (sn (B)(4) was evaluated at the customer site. The customer reported complaint of the thermogard console displaying a tcmid:05 (coolant diff failure) error message was confirmed based on the event log review and during the functional testing. The investigation determined that the root cause of the tcmid:05 error message was the defective lm34 a/b temperature sensor, likely attributed to a defective component. Upon visual inspection, no physical damage was observed. The thermogard system failed functional testing as the console displayed a tcmid:05 error message during the power-on-self-test (post), confirming the reported complaint. The defective lm 34a/b temperature sensor was replaced to remedy the fault. Thermogard console's event log data were reviewed and revealed multiple tcmid:05 (coolant diff failure) error messages on and around the customer's reported event date, thus confirming the reported complaint. Following the repair, the thermogard console passed all the testing with no issues or faults observed. All tests and readings are within the specified limits and functioned as intended. Historical complaints were reviewed for service information related to the reported complaint, and there was one similar complaint reported for the thermogard console with sn (B)(4) . Ccr 51899, reported on (B)(6) 2020, the lm34 a/b temperature sensor was replaced to remedy the fault.

Event description:
During ivtm therapy, the thermogard console (sn (B)(4) displayed a tcmid:05 (coolant diff failure) error message. The console was restarted multiple times, however, the error could not be cleared. Another console was used to complete the treatment. No consequences or impacts on the patient.